Manufacturer narrative:
Event is still under investigation.

Event description:
Spectrum catheters were removed from patient. After 0.5 hrs, the patient seemed to get into little shock symptoms and seem to have small convulsions. One of the doctors asked if the reason could be an air embolism. The whole team decided that an air embolism is normally not occurring after removing a cvc. Some patients have had infections in the tissue because the cvc were dislocated. One patient expired (when is unknown yet) and received an autopsy. There were no signs for air embolism in the autopsy and the catheter had no infection signs. (1820334-2011-00394), attempts are being made to receive additional information and clarification of the report. Outcome of the patient unknown as not provided by reporter.